Event description:
It was reported that a few weeks after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient returned due to a staple line infection and hematoma. A CT scan was performed. The patient presented with fluid findings. As a result, endoscopically, the surgeon placed a stent and then removed it an unspecified time later. The events leading up to a CT scan being performed and the cause of the post-operative complications are unknown. Isi made multiple follow-up attempts to the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complications cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient returned and was suspected to have a staple line leak and hematoma. The presented with fluid findings based on a CT scan. As a result, endoscopically, the surgeon placed a stent and then removed it later. The cause of the post-operative complications are unknown.